Manufacturer narrative:
Investigation narrative: preliminary investigation including a review of the device history record did not reveal any manufacturing or production issues and the device was confirmed to be sterile. The physician apparently used an extreme angle when trying to remove the delivery instrument and cartridge after deploying the bioinductive implant. This resulted in the cartridge head component (nitinol fingers and cartridge sheath) being left in the patient's fatty tissue. The rep stated that the physician admitted later that it was poor technique and possibly user error. The patient was described as morbidly obese, which may have contributed to the physician not being aware he left part of the device behind. Fluoroscopy upon completion of procedure on (B)(6) 2019 confirmed no further retained foreign body and no further complications have been reported. If additional information is received, the investigation will be revisited. There is no indication that the device did not meet product specifications upon release into distribution.

Event description:
Patient underwent arthroscopic repair of glutea tendon with a regeneten patch (bio-inductive collagen implant). Patch successfully placed, anchored and deployment instrument removed. Surgical procedure completed and patient discharged to home the same day. Patient returned for two week follow-up with orthopedist at which time imaging was completed and showed a retained foreign body suspected to be in subcutaneous tissue or it band. The patient returned to or on (B)(6) 2019, the foreign body location was confirmed with fluoroscopy and the piece was retrieved. The removed foreign body was identified as the spring mechanism of the delivery system for the regeneten patch and a small plastic piece attached to it. Fluoroscopy confirmed no further retained foreign body. The patient was discharged to home on the same day. No further complications have been reported.